Manufacturer narrative:
The reported complaint is not confirmed. A complaint sample is not available for manufacturer's evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample has been discarded by the user facility and is not available for evaluation.

Manufacturer narrative:
The sample was returned for MFR eval from the user facility. The reported complaint is confirmed as the returned sample exhibited a delamination on the polyurethane (pu) potting compound at the non-cavity ID end of the returned dialyzer, which would result in the reported leak. The delamination manifested as a separation of the polyurethane (potting material) from the dialyzer housing (wall). The delamination in the potting extended under the silicone o-ring. No other damage or irregularities were noted. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with the ogden fmcna adapter and blood port caps. The fibers were with evidence of blood exposure. Coagulated blood was noted beneath each screw flange. The dialyzer was subjected to disassembly for further visual examination where the complaint investigator was unable to identify any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, kinked, looped, or short fibers were identified. An investigation of the device mfg records was also conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.